Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned for inspection, and based on the results of the investigation, the suggested event was confirmed by olympus, the type of material could have been a cap to an injection needle. However, a definitive root cause could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. No physical damage was found where the foreign material remained. The event can be detected and prevented by following the instructions for use: inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had an internal defect/blockage of biopsy and suction channels and the brush could not pass through. The event was detected in the middle of a surveillance colonoscopy procedure. The procedure was completed with a similar device with a 6 minute delay. The patient was sedated; however, there were no reports of patient harm.